Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that pump was exposed to moisture. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm and no button response due to blank display. The insulin pump has minor scratched display window, cracked display window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked reservoir tube.